Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a right ventricular (rv) lead was explanted two days after the initial implant due to dislodgement. The rv lead was replaced with a similar model. No additional adverse patient effects were reported.